Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the communicator had blown up in the socket. A boston scientific technical services (ts) referred to the clinic for replacement. No adverse patient effects were reported. The communicator will be return for repair/analysis.